Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -11.0/+2.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced low vaulting with rotation. On (B)(6) 2021 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: b5 - it was later clarified the correct lens used was a vticm5_12.1; -12.00/2.5/073 (sphere/clyinder/axis) implantable collamer lens. Reporter initially provided the incorrect serial number. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).